Event description:
On 17-sep-2025, a clinical diabetes specialist (cds) and the user joined a conference call to address issues with the ilet¿s sleep/wake button not responding. The cds noted the user often presses the button repeatedly and forcefully, causing it to lock out. The agent explained that the button functions as a touch sensor and advised resting a clean finger gently on the indent instead of pressing repeatedly. The user successfully unlocked the pump using this method and was instructed to record a video and contact customer care if the issue recurs. Blood glucose (bg) was unaffected. No symptoms were experienced, and no medical intervention was required at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.